Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a 64 gb usb drive was connected to the hamilton-c6 device to take screenshots when the screenshot function stopped working during ventilation. It was reported the issue was resolved after disconnecting and reconnecting the ip-vu cable, restoring usb functionality. Despite several requests, it was not clarified whether the cable was reconnected or replaced, or if the mainboard was exchanged. Therefore, it was not possible to confirm whether any medical intervention or additional device was required, it was none reported. No harm was reported. Device logs shows intermittent panel connection losses, consistent with an ip-vu cable issue. The device alarmed with tn 556951 ¿panel connection lost¿ and tn 556952 ¿panel reconnected.¿ no further information was received. The case is considered closed.

Event description:
Hamilton medical ag received the following event description (summary): a 64 gb usb drive was connected to the hamilton-c6 device. On the morning on (B)(6) 2025, the screenshot function failed. The user replaced the usb with an 8 gb drive, but the issue persisted, including inability to export configuration data. At noon, the (interaction panel-ventilation unit) ip-vu cable was disconnected and reconnected. Following this, usb functionality was restored and screenshots could be taken as intended. Patient was involved, no medical intervention and no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Investigation is still ongoing.